Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported experiencing "bad" fluidics and aspiration during surgery. The procedure was completed without patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed, due to a non-conforming handpiece. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 15, 2005. Based on qa assessment, the product met specifications at the time of release. The reported events were replicated and attributed to a non-conforming handpiece, which had a dented irrigation line. The company representative tested the handpiece and confirmed leakage on the handpiece irrigation line. There was no problem found with the system. The company representative completed a system functional test and confirmed that the system met specifications. The phaco handpiece was manufactured on april 11, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. The cause of the reported event can be attributed to the dent on the handpiece irrigation line. However, how and when the dent occurred on the handpiece irrigation line remains inconclusive. (B)(4).